Event description:
Medline renewal endoscopic instrument curved scissor w/ monopolar cautery is a re-processed sterile scissor used to cut tissue and blood vessels during laparoscopic procedures. The instrument was not sharp and wouldn't cut. A second and third additional product packages were opened and they were all found to be dull and could not be used. The reference numbers are as follows: #1 ref # scd5r, lot # 381265, exp. 2021/02, #2 ref # scd5r, lot #381265, exp. 2021/02, #3 ref # scd5r, lot #381265, exp 2021/02. We notified medline and all 3 scissors were returned to medline.